Event description:
End user and caretaker were at the doctors office when the joystick on the tdxsi power chair stopped working. Called the dealer who went on site, observed the chair in the modes, tried to turn chair on and off and went to unplug the joystick and observed that the plug from the joystick (extension cable) was melted all the way down to the controller. Dealer replaced the extension cable and also replaced the bottom connector and latch. Told user this was not a permanent fix. User was going up the ramp at home, yelled the chair is smoking and then heard a pop sound. Caregiver hurried to remove user and observed flame coming from the display and popping, user then fell out of the chair. Emt's arrived and tended to the user which they observed a minor burn on user's right hand .

Event description:
End user and caretaker were at the doctors office when the joystick on the tdxsi power chair stopped working. Called the dealer who went on site, observed the chair in the modes, tried to turn chair on and off and went to unplug the joystick and observed that the plug from the joystick (extension cable) was melted all the way down to the controller. Dealer replaced the extension cable and also replaced the bottom connector and latch. Told user this was not a permanent fix. User was going up the ramp at home, yelled the chair is smoking and then heard a pop sound. Caregiver hurried to remove user and observed flame coming from the displayand popping, user then fell out of the chair. Emt's arrived and tended to the user which they observed a minor burn on user's right hand.

Manufacturer narrative:
(B)(4) 2015 - this report is a follow up to initial medwatch 1525712-2014-08859 submitted on (B)(4) 2014. Power chair model tdxsi, serial number (B)(4), was returned and evaluated. Upon evaluation of the chair, the chair was observed to be in bad condition, but there was no evidence of melting or fire to the chair. Device eval by mfg: ret to mfg have been updated, as well as methods codes, results codes, and conclusion code. Areas of the power chair where the alleged melting and fire occurred were evaluated. The motors/gearbox assemblies were observed not to be melted or molded to the chair, and could be moved up and down freely, as intended. The connection between the joystick and the joystick cable appeared good with no melting or fire damage observed. The joystick cable was observed as to have a small cut, approximately 1/3 inch long. When tested, the joystick driving was found functional in forward, reverse, and appeared to operate as intended. The complaint could not be confirmed.